Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and poor performance. Device testing revealed the device is functioning within specifications. Revision surgery has been scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header region and exposed electrode wires. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in failure of the transistor. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient' was reimplanted with another advanced bionics cochlear device.